Event description:
Reporter alleged blood glucose results of 346 mg/dl and 169 mg/dl when testing was performed within 1 min on the aviva system. Reporter stated, customer had no symptoms and did treat/act based on results. No adverse event was reported in connection with the discrepancy. A request was made for the return of the suspect device and replacement product was sent.